Event description:
It was reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. Technical support advised the customer to plug the wall adapter into a known working outlet and wait at least 30 consecutive minutes for the pump to start charging, and they planned to follow up on the situation. Upon follow-up pump did not begin charging connection not recognized. Caller does not have different charging supplies they can use. Cts sent replacement tandem cable and wall adapter via two day shipping.